Event description:
A customer experienced an altitude alarm with their insulin pump, which led to their blood glucose level being reported as "high," exceeding 500 mg/dl. To address the high blood glucose, the customer administered a correction injection using a multiple daily injection (mdi) method. Initially, the customer attempted to load a new cartridge but encountered a change error. Technical support walked the customer through proper cartridge loading steps, yet the error persisted. Consequently, technical support arranged for a replacement pump to be sent to the customer, along with storage instructions for the current device. The customer was instructed to return the faulty pump within 10 days.